Event description:
During placement of right renal artery stent balloon rupture occurred. Report to critical care unit reported a dissection of the renal artery with subsequent stent placement. No mention of dissection noted in progress notes. A 7 x 2 opti-s ruptured and got stuck on stent. Follow-up: pt awake, alert, oriented times three. Transferred to regular room.